Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported false upstream occlusion alarms which were experienced during evaluation. The false messages were found to be caused by a failing ultrasonic sensor. It was also observed that the ultrasonic sensor had low fluid numbers. The failed ultrasonic sensor was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.